Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the new implant was worse, she had to charge it every day and had to lay on it in order to charge. The patient stated it was on less ¿megahertz or whatever¿. The patient noted the implant felt out of pocket, she could feel it right under the skin at the scar compared to the previous device which was deeper. The patient was directed to follow-up with the healthcare provider to assess the programming and implant area. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to charging every day was that it died every day. To resolve this the patient charged every day and the issue was not resolved.